Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The results of the analysis performed on the log files concluded that the tacticath catheter performed as intended. The optical signals conformed to specifications, the recorded temperatures indicated cooling during rf ablation, and force measurements were displayed throughout the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported cardiac tamponade may have been procedure related. Per the IFU, cardiac perforation and valve damage are known risks during the use of this device.

Event description:
During a pvc ablation procedure, a cardiac tamponade occurred. The ablation catheter was introduced via retrograde approach and a cardiac tamponade was noted during the procedure. A pericardiocentesis was performed, which stabilized the patient. When the patient followed up a few days later, an echocardiogram revealed an aortic valve leak, for which no intervention has been performed to date. There were no performance issues with the ablation catheter during the procedure.